Manufacturer narrative:
The insulin pump received with blank flashing white display. Unable to perform the displacement test, sleep current test, active current test, and self test due to blank flashing white display. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and found cracked lcd controller (pcba 1). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads cracked, cracked lcd window, cracked case display window corner, cracked case (battery tube), and pillowing keypad overlay. Retainer ring damage was not confirmed during analysis. Pump failed to download due to blank flashing white display. Blank display was confirmed during analysis due to cracked lcd controller (pcba 1). Cosmetic damage was confirmed at the battery side. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that, customer reported a crack to the insulin pump. Troubleshooting was performed and observed the retainer ring was damaged. It was unknown that, customer will continue to use of the device or not. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.